Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-01670. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus representative found that there was a malfunction with the front panel of the device. Reportedly, the front panel was loose. This device was olympus asset and this event didn't occur in a hospital. Then, olympus inspected the device at the service department of olympus trading (B)(4) limited and found that the screw of the front panel was loose. There was no report of patient injury associated with this event.